Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the handset was congested. The agent understood this to mean the handset was lagging at 90 percent. The agent walked the patient representative (rep) through clearing the cache. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Information was received from a patient with an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the reason for the call was the patient stated that they had been clearing the cache because when the patient was trying to bolus, the handset was lagging again at 90%. The agent reviewed the patient should be clearing the data not the cache. The patient would call back if they needed further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for intractable spasticity/multiple sclerosis indications for use. It was reported that the patient has been having issues with the handset 'off and on¿ for about a month. ' the patient representative (rep) mentioned that the patient had multiple sclerosis and lupus and was hospitalized due to an infection, which limited their use of the handset.the agent assisted the rep in closing out of all running applications and accessing storage to clear the data. The troubleshooting steps that were taken on the call resolved the issue. The rep mentioned the patient had lag issues months ago, maybe the beginning of the year where they got a new handset then later stated the patient has two handsets to return but the shipping label got lost. The agent sent a request to repair to send another shipping label.  Additional information was provided from a consumer stated that the patient has a history of multiple sclerosis (ms), lupus, an infection; however, these conditions are not related to the medtronic device or therapy. The patient plans to return two handsets during the week of (B)(6) 2025. One of the handsets has already been reported, and the second handset issue was unable to bolus, lockout, stuck at 90 percent. The replacement handset is functioning as intended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient representative (rep). The patient rep reported that the handset was lagging at 90 or 91%. An agent reviewed instructions on clearing the data, as the patient rep was not with the equipment at the time of the call. They would call back if further assistance was needed.